Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the center arm and arm cover cracked. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the center arm and arm cover cracked to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the siderail will not latch. The bed was located at the account in the basement. There was no pt/user injury reported. (B)(4).